Manufacturer narrative:
The unit was received at the international service center. The reported complaint was confirmed. Confirmed 12v line was 13.1v. Data acquisition board was replaced then the problem was addressed. Performed operational check for lithium battery and being charged, no abnormality was found. Unit was checked overall, cleaned, run in tests, alarm tested and confirmed it sounded properly. Check test was performed then no abnormality was

Event description:
The international customer reported check vent: "ovp circuit failed¿ and vent inoperative "12v supply failed¿ alarm sounded. The unit had been used 24 hours and once it was turned off (to feed the patient using a feeding tubing) then it was switched on. Alarm occurred within 5 minutes after that. The situation didn't improve even when the power plug was inserted and pulled out. Biomed did the same thing and same error occurred. The unit was replaced with a bipap vision. The unit was being used on a patient at the time the reported issue occurred; however, there was no adverse patient effect.

Manufacturer narrative:
Further investigation encountered that r39 was open on the da pcba which created the error codes 1119 and 1127.